Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The exact date of event is unknown and it was stated that the call opened on (B)(6) 2016. The field service specialist (fss) visited customer site to inspect the system. Fss confirmed the reported issue and replaced the hard drive to resolve the problem. Fss performed the field service checklist, which the unit passed the functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported booting problem with the whitestar signature system, that blue screen during boot up occurred with the unit. There was no patient involvement reported and no patient treatments delayed or cancelled.